Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an infantile hernia repair procedure on unknown date and the reservoir was connected to a drain and placed at the pouch of douglas. About four days after the procedure, the reservoir was pressed to apply negative pressure but the lock did not work. The reservoir was replaced with another like device. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The sample does not have any broken or damaged components that affect its function; the plate was able to be opened and closed without any issue. There may be other external causes that could have affected its functioning during the use in the field such as handling, non-proper usage or any other possible contributor out of the manufacturing control.